Manufacturer narrative:
(B)(4). No lens in returned packaging. (B)(4).

Event description:
It was reported that a cc4204a collamer aspheric single plate lens was used. Rptr stated loading error. No further info available. Lens was not returned for eval.